Manufacturer narrative:
(B)(4). The complaint mr290 humidification chamber is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We are in process to determine if f&p's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the water level of an mr290v humidification chamber was above the black water level line. This was found before use on a patient.

Manufacturer narrative:
Ps302000 method: the complaint mr290v humidification chamber was returned to fisher & paykel healthcare (f&p) in new zealand for investigation. Visual inspection and water level testing of the returned mr290 chamber was performed. Results: visual inspection revealed no damage to the chamber. The floats were found to be moving freely. During the functional test the water level of both primary and secondary floats was checked. Both floats operated correctly, and the water level attained was within specification. Conclusion: we were unable to determine the cause of the reported issue, as the complaint mr290 chamber was found to be operating correctly. Overfilling of water is usually caused by both the primary and secondary float mechanisms in the mr290 chamber being disabled. In circumstances where the primary float is disabled, the water may overfill above the black water level line of the chamber but the secondary float will serve as a backup to prevent the water from overflowing outside the chamber port and entering into the breathing circuit. All mr290 chambers have float function and valve testing performed twice during production. A failure of any test would result in rejection of the chamber before distribution. The user instructions that accompany the mr290 humidification chamber specify in the warning section "do not use the chamber if the water rises above the maximum water level line" along with a diagram directing the user to check the water level on the chamber. A written description of the meaning of the symbols used is also included in the user instructions. It also states the following: - "set appropriate ventilator alarm." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in sweden reported via a fisher & paykel healthcare (f&p) field representative that the water level of an mr290v humidification chamber was above the black water level line. This was found before use on a patient.